Event description:
The rptr states that she obtained the blood glucose comparison of "hi" (greater than 600 mg/dl) and 104 mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.

Manufacturer narrative:
The reporter did not specify which strips were used when she obtained the "hi" (greater than 600 mg/dl) and 104 mg/dl blood glucose comparison. This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch with a1 for suspect device accu-chek advantage system 1.